Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the patient had a low blood glucose level of 29 mg/dl. No symptoms were reported but patient treated low blood glucose level with glucose and carbohydrate intake. It was reported that the sensor glucose and blood glucose difference was outside of the appropriate range. Sensor glucose at the time of incident was 106 mg/dl. Insulin delivery was not suspended. Troubleshooting was performed and patient was given multiple reasons of why the sensor readings could be off. Sensor will not be returned for analysis.